Event description:
A patient reported sensitivity and pain. It was noted the patient had turned off their device. The patient noted she had always had sensitivity at the implantable neurostimulator (ins) site and can¿t lay down on it. The patient also reported shooting pain down her left leg, and it feels like a stretched rubber band feeling. There were no trauma or fall that could be related to the issue. The patient stated that stimulation is not related to positional movement. The patient noted they had a diagnostic ultrasound recently. The patient noted pain and sensitivity at the ins site. The patient stated the pain seems to be related to jolting and shooting down the back of her leg. It was also noted the patient had the stomach flu and was throwing up on the morning of the call. The patient also reported jolting and uncomfortable stimulation. The patient mentioned stimulation will become uncomfortable after a period of time and so she just shuts it off. The patient noted the uncomfortable stimulation had been happening since implant and the jolting had happened twice. It was noted that the therapy is not on at the time of the call, the patient noted when stimulation was on she felt a jolt yesterday. There were no trauma or fall related to the event. The patient noted the jolting is related to positional movements. The patient has an appointment with their healthcare professional (hcp) on (B)(6). The patient noted the jolting was at the ins site in the buttock and it was sudden on set. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.